Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a rise in left ventricular (lv) pacing impedance measurements from 1765 ohms to greater than 2500 ohms. Sensing and threshold measurements were normal, and no noise was observed.

Manufacturer narrative:
The lv pacing vector was reprogrammed, and the lv pacing impedance measurements dropped to an acceptable range. No adverse patient effects were reported in this event, and available information suggests that the physician intends to monitor the situation at this time. This event will be updated if any additional information becomes available.